Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It was reported that the rx graftmaster covered stent was deployed at a maximum pressure of 12 atmospheres (atm). It should be noted the graftmaster rapid exchange (rx), coronary stent graft system, domestic, instructions for use (IFU) specifies: deploy the stent graft slowly by pressurizing the delivery system in 2-atm increments, every 5 seconds, until the stent graft is completely expanded. Fully expand the stent graft by inflating to nominal pressure at a minimum. The IFU specifies the nominal pressure is 15 atmospheres (atm). It is unknown if the IFU deviation contributed to the reported event. The investigation was unable to determine a conclusive cause for the reported failure to seal. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other additional 3 graftmasters are being filed under a separate medwatch report number.

Event description:
It was reported that the procedure was performed to treat a perforation in the left anterior descending artery. Two graftmaster stents (4.50x16mm and 4.0x16mm) were implanted but they failed to seal the perforation due to leaks in the graft. A 4.0x16mm graftmaster stent was opened but it was then noted that the perforation had self-sealed, so it was not used. As the patient was being transferred, he started bleeding again. Two more graftmaster stents (4.0x16mm and 4.0x16mm) were deployed but also failed to seal the perforation due to graft leaks and the patient died. Per the physician, the cause of death was the perforation and shock. No additional information was provided.